Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 07 november 2023. - files analysis revealed that on (B)(6) 2025: - the battery voltage was measured at 3.12v. No anomaly is observed on the battery curve. - the mean measured consumption since the manufacturing date is consistent with theoretical consumption. - on 17 february 2025, the device was interrogated, and a programming occurred. The programming switched the device into a specific mode, which is more consuming than the shelf-life mode and de-activate the battery reforming. The switch into this specific mode after reprogramming (except in case of activation and deactivation of the shocks) is not expected, due to a software bug. The subject ICD can be implanted (even with this specific mode) as long as the battery voltage is superior to 3v. Nevertheless, it should be noted that the subject ICD is currently in a specific mode more consuming than the shelf-life mode. The battery voltage could be reached 3v before the expiration date (07 may 2026). It is recommended to implant rapidly the subject device. At implantation (as soon as shocks are activated), the device will recover a normal consumption (impact on longevity will be negligible), and the battery reforming will be reactivated.

Event description:
Reportedly, for ulys df4 vr ¿ (B)(6); the battery voltage was measured 3.12v. Battery reforming date was recorded (B)(6)2024, total number of charges was recorded 2, and total time of wireless transmission was recorded 5min 12s. The device was manufactured 07 november 2023 and confirmed the custom clearance domastically (B)(6) 2024. This is an inquiry regarding the issue of ICD battery consumption. The device not implanted.